Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent a primary breast reconstruction with a mentor cpx 4 breast tissue expander with suture tabs 350cc and experienced deflation on the right side post-operational. The patient was hospitalized for 5 days. As a result, the patient underwent removal and replacement with a mentor cpx 4 breast tissue expander with suture tabs 350cc, catalog number 3549222, lot number 7699863 on (B)(6) 2019.

Manufacturer narrative:
Correction: section d10 - on 7/12/2019, the mentor failure analysis lab received the device for evaluation. On 7/24/2019, the product investigation was completed. Device evaluation summary: during evaluation of the sample it was noticed a tear in the anterior view measuring approximately 0.2 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).